Event description:
It was reported that during a lap right hepatic lobectomy procedure, the surgeon used the device with a white cartridge to proceed with liver parenchyma found that the staples were malformed after the fifth firing. The patient lost around 1200ml blood and was given "infusion" of 400ml blood cell and 200ml plasma. The surgeon then converted to open surgery and used hand sewing to complete the procedure. The patient is now in stable condition.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Joint cover did the surgeon wait 15 seconds prior to firing? Yes. Please describe the malformation of the staples? The surgeon didn't take care of the shape of the staples but found big blood loss after firing. Was the device difficult to fire? No. The surgeon found no resistance when he fired at the 3rd and 4th stroke. What step of the procedure did this occur on? 3rd and 4th. Is the patient expected to have a full recovery? The patient is fine. Was the patient taking any anticoagulants? Unk. Patients age, sex and weight? Male, around (B)(6). Weight is unknown. Patients preexisting condition(s)? Hepatic cyst found. The surgeon could not determine whether it is benign or malignant cyst. How long has the surgeon been using the device? Around 1 month. This is the 2nd ec60a he used. Has the surgeon been inserviced? Yes." The analysis found that one ec60a device was returned in good visual condition and with three ecr60w cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during testing. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.